Manufacturer narrative:
The reason for this revision surgery was due to the patient's fall. The previous surgery and the revision detailed in this investigation occurred 1 year and 5 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the patient's fall. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Agent has clearly mentioned that the patient fell and suffered a badly fractured humerus, it seems that the event may have been occurred due to trauma, patient noncompliance with medical instructions or patient activities. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and suffering a badly fractured humerus.